Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump received alarm which indicated that the flash crc is incorrect for factory-stored information. Customer was unable to clear the alarm. Customer was reported that screen was black and customer was unable to read the cell for troubleshoot for frozen display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, no blank display or frozen screen noted. However, device displayed a critical pump error (open book image) on the lcd screen, problem isolated to electronic assembly. Unable to perform displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests or verify error 35 due to critical pump error (open book image) alarm.